Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was no visual indication of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. A pre-ast simulated treatment was performed and completed without any failures or problems. The cycler underwent and passed a valve actuation test, a system air leak test, a mushroom head check, and a patient sensor calibration check. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on (B)(6) 2019. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient reported to technical support (ts) that a fluid leak occurred during their peritoneal dialysis (pd) treatment. The patient stated there was an air detected in cassette alarm that occurred prior to discovery of the fluid leak. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient stated they would perform an alternate treatment option to complete their pd therapy. Upon follow up, the patient confirmed cancelling the treatment and performing a manual exchange to complete treatment. When the cassette was removed from the cycler, the patient noticed there was fluid inside of the cassette compartment. It was unknown what caused the leak. The patient stated there was no visible damage on the cassette. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received their replacement cycler and is continuing pd therapy on the replacement with no further issues. The cycler was picked up and returned to the manufacturer for physical evaluation. The cassette used by the patient was not available for evaluation and the lot number could not be provided; the device was reportedly discarded.